Manufacturer narrative:
Investigation conclusion: a review of the product did not find any unusual trend for the reported complaint category. Without a lot number, no further investigation can be conducted. Root cause: insufficient info, source: email.

Event description:
Reports concern of no positive sars results. Exact number not provided, confirmation not performed, only concerned because no tests have been positive. Unknown if symptomatic. No apparent adverse event.